Event description:
Customer reported that a patient presented at an unspecified time following podiatric surgery with a reaction to the suture, described as inflammation without signs of lymphangiitis. No obvious pus was identified. The patient was treated with oral antibiotics. The patient is reported as improving.

Manufacturer narrative:
Date sent to the FDA: 10/15/2009. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.